Manufacturer narrative:
This device has been returned to boston scientific and is currently undergoing analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion. The ICD reached elective replacement indicator (eri) and the monitoring voltage was 2.66v. The charge time when it reached eri was 19.7 seconds. A surgical procedure was performed and this device was explanted. A new device was implanted. No adverse patient effects were reported following the procedure.